Event description:
Customer used renasys go without battery charge during 1 day and the device turned off at 7pm. They connected ac cord to device and turned on again however it showed error bar and turned off again. The customer replaced the ac cord but the device wasn't charged.

Manufacturer narrative:
.